Event description:
My father had a boston scientific corporation lotus edge¿ aortic valve system implanted in (B)(6) 2020. In the summer of 2022 he started experiencing complications. His primary heart surgeon thought it was not related to the valve. On dec 21 while visiting me in texas for christmas, he woke from his sleep unable to breath. His lungs were filling with blood and we rushed him to the ER. He was in the ICU for 5 days and that is when we learned that this valve was recalled. Upon returning home he met with his heart surgeon and they concluded that the valve was failing (collapsing in on itself). This was causing the blood to flow in to his lungs. They were unable to schedule a surgery in time and my father died as a result of this valve failure.